Event description:
The tube containing the re-agent for the flowflex covid-19 antigen home test was empty. It contained no fluid. The tube appeared to be properly sealed from the factory (and still is sealed, if needed). Product was shipped in a defective state. FDA safety report ID # (B)(4).